Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
The 3rd party company responsible for the maintenance at the customer's site reported that the casing of the maxi sky 2 ceiling lift detached and fell down hitting the customer's employee head. Arjo was informed that as a result of the incident, the staff member sustained a concussion. After the event, an arjo representative conducted the device's inspection. During the visit at the customer's site, the technician found out that the cover of the ceiling lift had been reattached by maintenance. The technician removed cover of the device and inspected clips and housing. The technician found no signs of wear and tear and reported that the device was operating as per manufacture specifications. The service technician reattached the cover and performed testing of the ceiling lift functions. No device problem occured after the repair.

Manufacturer narrative:
The 3rd party service provider responsible for a maintenance at the customer's site reported that the casing of the maxi sky 2 ceiling lift detached from the main chassis of the device and fell down after finishing a resident transfer. The detached part hit a customer¿s employee in the head, resulting in a concussion. After the event, an arjo representative conducted the device¿s inspection. During the visit at the customer¿s site, the arjo representative found out that the cover of the ceiling lift had been reattached by the 3rd party service provider prior to his arrival. The arjo representative removed plastic cover and inspected mounting clips on the cover and mounting points on housing . The service technician found no signs of wear and tear on the device and performed lift's functional tests which revealed that the device was operating as per the manufacturer specification. Following the information provided during the inspection at the customer's site, the last service of the device was performed by the 3rd party service provider on 25-mar-2022. The maxi sky 2 ceiling lift maintenance and repair manual (document number: 001-15697) provides instructions on how to properly install the bottom of the unit's cover after completing activities that require removal of the enclosure. According to the document, the bottom cover of the lift should be installed and clipped (when the case is properly connected, the "click" should be heard). Considering the information above, the possible reason for the cover detaching from the main chassis may be improper installation of the cover after the last service. To sum up, while the event occurred, the arjo maxi sky 2 ceiling lift was being used for a resident transfer. The casing of the device detached from the main chassis after the transfer completion, hitting the caregiver¿s head and from that perspective the device did not meet its performance specification. The device was involved in the event. The complaint was decided to be reported to the competent authorities due to the allegation that the cover of the device detached and fell off, leading to a serious injury.